Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer was not following the proper steps during the load process. There was no adverse impact the customer¿s blood glucose. Customer changed the cartridge multiple times and followed the proper steps in the load sequence to resolve the issue.